Event description:
After 13 months of implantation, this lead was explanted because it had reportedly become dislodged. It was reported that the physician attempted to re-position the lead but was unsuccessful, therefore, the physician decided to replace the lead with a screw-in type of lead.